Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Troubleshooting found insulin was able to exit during a fixed prime. Customer was advised of a cannula/site occlusion. It was also found the customer's act button was hard to push. Customer could not recall any significant events leading to the keypad issues. The customer's blood glucose was between 130 mg/dl and 150 mg/dl. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to flattened dome switches. The insulin pump passed the displacement test, excessive no delivery and prime test. No unexpected no delivery alarms were noted. The insulin pump was received with minor scratches on the display window.